Event description:
It was reported that the patient underwent dsek surgery due to pseudophakic bullous keratopathy (pbk) on (B)(6) 2012. The donor cornea (1928-12) had been stored in an ivc-12 viewing chamber. Approximately 4 weeks post-operatively, the patient presented with endophthalmitis. A diagnostic vitrectomy was performed and the vitreous fungal culture was positive for candida glabrata. Oral and intravitreal antifungals were administered. According to the transplant surgeon, the cornea remains clear with precipitates and the patient is without pain.

Manufacturer narrative:
The initial reporter has indicated that the event is more likely due to patient-related factors, as the patient had a history of multiple ocular problems. According to the initial reporter, this event was reported to the FDA by ocular systems, inc. As MFR report # 3005357288-2013-00001. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.